Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during rehabilitation, the hip joint dislocated during extension while performing a right hand picking up an object on the floor. When the patient was repositioned in the x-ray room, it was discovered that the head had dislocated from the bipolar cup when the x-rays confirmed the dislocation. Physician's findings: the fact that there is no visible damage or deformation to the ring of the cup that was removed should help us determine why it was dislocated. (B)(4).